Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Correction: b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the unknown lock system couplers were competitor devices mistakenly placed on their tray. Therefore, the initial medwatch report is being retracted and not reportable.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: photos were returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photos. After the photos visualization, it was observed that coupler appears to be in a normal used condition, no visible scratches were detected on the lenses. With the photos provided by the customer, it is not possible to identified any failure or damages in the device. The overall complaint was unconfirmed as the observed condition of the unk - couplers/chucks would have not contributed to the complained device issue. Based on the investigation findings, it was conclude that the device need to be received at our service center in order to provide a complete evaluation and determine a root cause for the issue experienced by the customer. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d1, d2, d3, d4, g4, h4, UDI, g1-1: this report is for an unknown cutting instrument. The product code is unknown. Therefore, the brand name, catalog number, lot number, 510k classification, and the manufacture date are unknown, therefore the UDI cannot be completed. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 2 of 2 for (B)(4). It was reported that the locking systems of two unknown couplers/chucks devices were too loose, and water was getting between the coupler and the scope, resulting in fogging. The event did not occur during surgery as the devices were not intended for human use. There was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed.